Event description:
It was reported that inadequate apposition of a stent occurred. The lesion, which was over 90% stenosed and exhibited tumoric ectasia, was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was deployed for treatment. However, the stent failed to expand adequately post-implantation. The procedure was completed with additional stents. There were no patient complications reported, and the patient was stable. It was further reported that a 2.5 pre-dilation balloon was used before positioning a stent at the lesion site. Multiple attempts were made to position the correctly sized stent at the lesion site. An additional stent was then deployed to address insufficient apposition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). The device was returned for analysis. A visual, tactile and microscopic analysis was performed on the device. Visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A microscopic analysis of the stent profile showed no signs of damage, stretching or lifting of the stent struts. Microscopic analysis of the balloon cones revealed no issues, and the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. The complaint alleged that insufficient apposition occurred after the stent deployed, however there is no evidence of this as the stent is still firmly crimped on the balloon. There is no evidence that the balloon was subjected to positive pressure. It was confirmed through good faith efforts that the correct device was returned for analysis. Based on this information and condition of the device the allegation cannot be confirmed and no problem was detected.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6).

Event description:
It was reported that inadequate apposition of a stent occurred. The lesion, which was over 90% stenosed and exhibited tumoric ectasia, was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was deployed for treatment. However, the stent failed to expand adequately post-implantation. The procedure was completed with additional stents. There were no patient complications reported, and the patient was stable. It was further reported that a 2.5 pre-dilation balloon was used before positioning a stent at the lesion site. Multiple attempts were made to position the correctly sized stent at the lesion site. An additional stent was then deployed to address insufficient apposition.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that inadequate apposition of a stent occurred. The lesion, which was over 90% stenosed and exhibited tumoric ectasia, was located in the mildly tortuous and mildly calcified proximal left anterior descending artery. A 28 x 3.50 promus premier drug-eluting stent was deployed for treatment. However, the stent failed to expand adequately post-implantation. The procedure was completed with additional stents. There were no patient complications reported, and the patient was stable.